Event description:
The customer reported the recalled/save image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer that they need to pause between saving an image and creating another. The system operates as intended.